Event description:
It was reported that patient presented in clinic for follow up. It was noted that the atrial lead was dislodged. The lead was explanted and replaced. The patient was in a stable condition prior, during and after the procedure.